Event description:
The pt reported that when a large boluse is delivered, the adhesive of the infusion site becomes wet with insulin and blood glucose elevates to 250-310 mg/dl as a result. The pt treated elevated blood glucose by bolusing via injection. The pt's normal blood glucose level is 80-140 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.